Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from (B)(6) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient, coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain and turbid peritoneal effluent. On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient began remedial treatment with cefazolin (1g-0.5g, four times a day, ip injection) and ceftazidime (1g-0.5g, four times a day, ip injection). After 10 days of remedial treatment with cefazolin and ceftazidime, the patient had a "little fidget and wordy symptoms", caused by the remedial treatment with cefazolin. On (B)(6) 2011, the remedial treatment with cefazolin and ceftazidime was switched to norvancomycin (1.2g, once every 5 days, ip injection). On (B)(6) 2011, the norvancomycin dose was increased (1.6g, once every 5 days, ip injection). On (B)(6) 2011, the patient recovered from the peritonitis, the remedial treatment was discontinued and the patient was discharged from the hospital. Dianeal therapy was ongoing with no change in dosage. The physician stated that the peritonitis was unlikely related to the dianeal solution, as it was more likely related with the enteric infection.